Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient was not brought into clinic for further evaluation. The shock impedance measurement has historically trended higher and the patient will continue to be followed via routine follow-up appointments. Should additional information become available this report will be updated.